Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing.

Event description:
It was reported that after 33 minutes, the fiber started forward firing. Another fiber was used in order to complete the procedure. There were no patient complications reported. Device 2 of 2.

Event description:
It was reported that after 33 minutes, the fiber started forward firing. Another fiber was used in order to complete the procedure. There were no patient complications reported.